Manufacturer narrative:
The lot number for the device was provided, a manufacturing review was not performed. The sample was not returned to the manufacturer for evaluation. The investigation was inconclusive for the reported leak. Based upon the available information, the definitive root cause for this event is unknown. The device is labeled for single use.

Event description:
This report summarizes one malfunction. A review of the reported information indicated that model 0602190 port allegedly leaked. This information was received from one source. This malfunction involved a patient with no known impact to the patient. The patient was (B)(6) male and weighed (B)(6) .